Event description:
Boston scientific neuromodulation (bsn) received information about an event on (B)(6) 2013 that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the issue reported was related to a medtronic paddle lead and ipg. The information received stated that the patient's medtronic lead was explanted due being broken and the ipg was explanted due to difficulty charging. Bsn569743. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).